Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Boston scientific corporation is in the process of investigating this event to understand the root cause.

Event description:
It was reported to boston scientific corporation that the sterile packaging of the interject needle was perforated. Reportedly, the issue was found at the distributor prior to delivery to the facility.